Event description:
Procedure type: lap ventral hernia repair. Pt sex: unk. Reportedly, the balloons were bursting. No pieces of the balloon were lost, and incision was not extended. Used a different balloon trocar to complete the procedure. No pt injury was reported